Event description:
Thumb clamp on recirculation line backwards/facing wrong direction. Customer states it appears the line was installed backwards. Does not render unit unusable or pose any patient risk.

Manufacturer narrative:
Upon review of a photograph that was provided and review of the drawing for this kit, it appears as though the operator attached the wrong ends of the recirculating line to the respective recirculating ports on the reservoir and oxygenator. This is possibly due to the fact that both ends of the recirculating line have the same size tubing and are attached to the reservoir and oxygenator over a similar sized fitting, each with a similar cable tie. This is the first instance of this type of complaint. As a result, the issue was discussed with the manufacturing personnel and they were re-trained. Additionally, the next lot was 100% inspected by additional personnel on the floor to verify that the re-training was effective and the issue is not recurring. (B)(4).